Manufacturer narrative:
The guide wire was received at csi for analysis. A visual analysis revealed a fracture located at the distal end of the guidewire core shaft. Scanning electron microscopy analysis was performed and found that the guidewire fractured due to torsional forces. It is hypothesized that the spinning driveshaft of the oad made contact with the guide wire spring tip, causing the fracture. This is confirmed in complaint details received which state "the crown jumped forward and the tip of the wire fractured." The root cause of the fractured wire is considered user error. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. The reported perforation could not be confirmed through analysis. The instructions for use for the coronary oas warns: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Due to a previous bypass of the left main, a viperwire guide wire was placed through a bend in the diagonal branch in order to treat calcified lesions in the left main and proximal left anterior descending artery (lad). The diamondback coronary orbital atherectomy device (oad) was operated for three treatment passes in each vessel. When advancing the oad distal using glideassist mode, the crown was too close to the tip of the coronary viperwire guide wire. The crown jumped forward and the tip of the wire fractured, causing a small perforation. The vessel was coiled and balloon angioplasty was performed to resolve the perforation, and the patient was in stable condition following the procedure. The wire fragment was located in the distal diagonal branch, and remained in the patient.